Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm during bolus delivery. The customer's blood glucose (bg) level was 250 mg/dl and after changing the infusion set site, the customer delivered a bolus of insulin to address the bg level. As the customer had changed the cartridge and infusion set site prior to calling tandem technical support, a system check to confirm a possible cause of the occlusion was unable to be performed.